Manufacturer narrative:
Device passed the unexpected restart error test. No unexpected restart/signal too low alarms occurred. Device passed the excessive no delivery test, prime/compromised force sensor system test and displacement test, no unexpected no delivery alarms occurred. Monitored unit and no blank display occurred. Device passed the operating currents. No anomaly/damage found on the electronic/battery tube assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 460 mg/dl. Found signal too low alarm, unexpected restart alarm, and no delivery alarm in history. Customer reported the device had alarmed multiple unexpected restart alarms and signal too low alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.